Manufacturer narrative:
No medwatch form was received from the user facility. Two bur guards were received for evaluation because the user could not identify which one was used at the time of the reported problem. One bur guard was identified with lot number, oct 04 and the other bur guard had no identified lot number. Investigation findings: an evaluation of both bur guards found worn bearings. The information for use (IFU) warns the user of the following: overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overhearing and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The IFU informs the user that bur guards are to be returned to linvatec every six months for routine maintenance. In addition, the user is provided a bur guard test to check bur guard performance prior to use. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions, attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec for service.

Event description:
It was reported that during use of this bur guard in oral surgery, the surgeon noted an increase in bur guard temperature and the bur became stuck in the collet. There was no report of injury or surgical delay with this event.